Event description:
It was reported that the customer had experienced low battery life, missing pixels on the screen, and unexplained no delivery alerts with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the medtronic (B)(4).